Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump "display cuts out and turns on/off". Customer's blood glucose was 540 mg/dl. A correction bolus was delivered to address bg level. Reportedly, the customer continued to use current pump for insulin therapy.